Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient was implanted on (B)(6) 2016 (which conflicts with the implant date in device registration of (B)(6) 2016), that impedance values were normal at the procedure, and that the patient felt stimulation. The patient went home and around 8-9 pm lost stimulation sensation. A rep met with the patient and checked impedance and four values on each lead were out of range. The extensions were removed at a procedure on (B)(6) 2016. The ins was moved up and the lead was directly connected to the ins. It was noted that there were lead insertion problems; they had to reseat the lead into the ins several times before all the impedance values would clear. Following the procedure the patient felt stimulation and all impedance values were in the 600 ohm range. It was noted that the patient recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.